Event description:
The customer reported that the device was failing the charge test during operational check. This occurred in testing; there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was failing the charge test during operational check. This occurred in testing; there was no pt involvement. The device was evaluated at philips. The symptom was clarified as the device would lock up at the charge button step during operational check. The cause of the issue was isolated to corrupt software. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.